Manufacturer narrative:
Continuation of d10: product ID: afapro28 product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Reconnecting the auto-connect box and reinflating the balloon did not resolve the issue. Additionally, a system notice was received indicating that the safety system detected a compromised outer vacuum at 70 seconds into the freezing process. Upon removing the balloon catheter, blood was visible inside the balloon catheter. It was unable to be flushed out. The balloon catheter was replaced, which resolved the issues. Further, the lead on the mapping catheter was damaged when removed from packaging. A replacement mapping catheter was used, which resolved this issue. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 9622975 was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was broken approximately 59 inches from the lemo connector. No ECG signal wires were broken. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. In conclusion, the reported tip damage was confirmed through analysis. The mapping catheter failed the returned product inspection due to the broken shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.